Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 152 mg/dl, 171 mg/dl, 108 mg/dl and 84 mg/dl. Customer also reportedly received the following results 25 minutes after the first measurement on the mobile system within 10 minutes: 144 mg/dl, 137 mg/dl and 79 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.